Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker had heart rates slightly above 30 beats per minute although it was programmed to 45 paces per minute. Boston scientific technical services (ts) review found no episodes recorded in the last 72 hours and noted that atrial lead impedance was high and out of range. Ts reported that the cause of the rate below the lower rate limit was due either to pacing inhibition caused by noise or to loss of capture. Ts recommended evaluation to assess right ventricular (rv) thresholds and capture. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient with this pacemaker had heart rates slightly above 30 beats per minute although it was programmed to 45 paces per minute. Boston scientific technical services (ts) review found no episodes recorded in the last 72 hours and noted that atrial lead impedance was high and out of range. Ts reported that the cause of the rate below the lower rate limit was due either to pacing inhibition caused by noise or to loss of capture. Ts recommended evaluation to assess right ventricular (rv) thresholds and capture. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no objective evidence of a product malfunction.

Event description:
This report is being filed to submit an updated conclusion code and associated manufacturer's narrative.